Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube approximately 50.15" from the distal tip. The component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. The missing pieces were not returned. Components adjacent to this broken main tube show damage. Additional observation(s) not reported by site: failure analysis found failure of dislodged proximal clevis to be related to the customer's reported complaint. The instrument was found to have the proximal clevis and all other distal end components cut off and not returned with the instrument. As a result, the instrument could not operate properly. The instrument was not placed on an in-house system due to the proximal clevis and the main tube being broken. The instrument was not fully functional. Additional observation(s) not reported by site: the instrument was found to have a broken conductor wire from the main tube. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The conductor wire was found to be cut off on the distal end. Components adjacent to the broken wire do not show damage. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end. Additional observation(s) not reported by site: the instrument was found to have a broken pitch cable at the distal end. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. The dislodged proximal clevis is typically caused by excessive side loading on the instrument. The event caused partially or wholly by the user of the device including sample handling. Common causes of broken instrument conductor wire - bipolar are attributed to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the device's wrist joint snapped. Check out the before and after pics in attachments 1 and 2. No parts fell into the patient's body.